Event description:
The spouse of a dialysis home pt reported a system error 2240 alarm in dwell 4 of 5 during treatment on homechoice device. The spouse discovered a leak from the pt line of the homechoice set, and stated it was possible that the tubing was cut by the pt's walker. According to the spouse, there was no medical intervention and no pt injury associated with this incident.